Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased pacing rates in the 100-120 paces per minute range. The patient felt symptomatic as a result. Additionally, the crt-d and another manufacturer's right ventricular (rv) lead exhibited noise. An invasive procedure was performed. The rv lead was placed into the left ventricular (lv) port of the device header to prevent any inappropriate shocks and another manufacturer's lv lead was placed into the rv port of the device header. A physician contacted boston scientific technical services (ts) and inquired about rvp-vr markers that were observed. Ts discussed that the markers represent rv pacing due to the ventricular rate regulation (vrr) algorithm and discussed vrr function. Programming changes were made to decrease the maximum pacing rate. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased pacing rates in the 100-120 paces per minute range. The patient felt symptomatic as a result. Additionally, the crt-d and another manufacturer's right ventricular (rv) lead exhibited noise. An invasive procedure was performed. The rv lead was placed into the left ventricular (lv) port of the device header to prevent any inappropriate shocks and another manufacturer's lv lead was placed into the rv port of the device header. A physician contacted boston scientific technical services (ts) and inquired about rvp-vr markers that were observed. Ts discussed that the markers represent rv pacing due to the ventricular rate regulation (vrr) algorithm and discussed vrr function. Programming changes were made to decrease the maximum pacing rate. No additional adverse patient effects were reported. This product remains implanted and in service. Additional information was received which indicated that, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased pacing rates in the 100-120 paces per minute range. The patient felt symptomatic as a result. Additionally, the crt-d and another manufacturer's right ventricular (rv) lead exhibited noise. An invasive procedure was performed. The rv lead was placed into the left ventricular (lv) port of the device header to prevent any inappropriate shocks and another manufacturer's lv lead was placed into the rv port of the device header. A physician contacted boston scientific technical services (ts) and inquired about rvp-vr markers that were observed. Ts discussed that the markers represent rv pacing due to the ventricular rate regulation (vrr) algorithm and discussed vrr function. Programming changes were made to decrease the maximum pacing rate. No additional adverse patient effects were reported. This product remains implanted and in service. Additional information was received which indicated that, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.